Manufacturer narrative:
Age of device: 2 months, 25 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that patient was admitted from (B)(6) 2019 to (B)(6) 2019 for anemia, and underwent a tagged red blood cell (trbc) scan that showed the small bowel as the source of bleeding. It was reported that capsule endoscopy was done and it showed that the bleed had resolved. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.